Event description:
A customer reported encountering a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer in inspecting the pump components and cleaning the pneumatic tap area, but the initial cartridge loading attempt was unsuccessful. After further troubleshooting, which included a pump reset, the customer was ultimately able to successfully load the cartridge and resume insulin delivery.